Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection performed on the unit found heavy kinks in cable. The customer¿s complaint of ¿no image¿ was confirmed due to faulty charge-coupled device (ccd).

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the root cause could not be determined; however, this phenomenon is presumed to have occurred due to a failure of the cable unit. The cable unit is considered to have been damaged as a result of a load being applied to the cable unit due to handling during transportation, storage, use, or reprocessing. The image communication function of the cable may be defective due to the twisting of the cable, and the image may not be output. The lm performed a DHR review and confirmed that there was no abnormality in manufacturing, concession, and variation. The lm recommends the customer refer to the "dangers, warnings, and cautions" section in the instruction manual.